Manufacturer narrative:
Investigation summary: product inquiry states the screwdriver bit implant extraction set 8 mm to be the primary product. The reported event was not confirmed as the device was not available for evaluation. Thus, a physical examination of the device was not possible. Review of the DHR revealed no discrepancies. The device was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2011) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Based on the information given the root cause of the reported event cannot be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that the tip of the screwdriver broke off when the dr. Was using it. Surgery was completed by using other screwdriver.

Manufacturer narrative:
Investigation summary: product inquiry states the screwdriver bit implant extraction set 8 mm to be the primary product. The reported event was not confirmed as the device was not available for evaluation. Thus, a physical examination of the device was not possible. Review of the DHR revealed no discrepancies. The device was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2011) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. Based on the information given the root cause of the reported event cannot be determined. The file will be closed formally in accordance to our procedures. In case the item and / or substantive information will become available in future the file will be reviewed and reopened. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device was not returned.

Event description:
It was reported that the tip of the screwdriver broke off when the doctor was using it. Surgery was completed by using other screwdriver.